Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Reportedly, the pump supplies were changed to address the issue and bg. A system check was performed with tandem technical support and the occlusion alarms were verified. Insulin delivery was resumed.